Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
Report rec'd that the device did not detect air in line. During testing at the user facility, the customer contact reported that the device was "not sensing air in line." There were no reports of any adverse pt events, while the device was in clinical use. Though requested, no add'l info was provided.